Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device was not returned, a root cause could not be definitively identified. Based on the results of the legal manufacturer¿s investigation, the reported issue may have been caused by either the video output connector or video cable of the device in question being inadvertently damaged causing no video output; or, it is possible that the video connector and video cable were not attached correctly.

Manufacturer narrative:
An olympus territory manager went on-site and was unable to reproduce the problem. The territory manager changed the 4k cable to the boom using an extra cable that was available at the user facility. No further issues have been reported by the user facility.

Event description:
The user facility called in to report an issue with the monitor in an integrated room. When the video signal is routed from the otv-s400, the bottom right quadrant is black. When the video source is from the non-olympus surgical system to this monitor they can see the image fine. This occurred during a procedure; however, there was no harm or injury reported. The user switched over to the video from the non-olympus surgical system to continue with the case.